Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviations from the instructions for use (IFU) were confirmed: - water was not sucked through suction channel by using suction pump at pre-cleaning. - air/water supply channel and balloon channel were not flushed with water and air by using maj-1444 and maj-629 at pre-cleaning. - air/water supply channel was not flushed with water and air by using mh-948 at pre-cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 01, 2024 sampling from: all channels cfu: 1cfu bacterial identification: bacillaceae. Sampling from: distal end cfu: 1cfu bacterial identification: bacillaceae . The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction manual of the subject device describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope during reprocessing. The hygiene microbiological investigation report from the customer indicated all the channels and distal end of the scope were cultured and tested positive for greater than 100 colony forming units/100 milliliters (cfu/100ml) of enterobacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.